Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection performed by an authorized service center found that the pins are broken off. A functional evaluation performed by an authorized service center found that the device could not be evaluated due to broken pins. The overheating failure could not be confirmed. Regarding the overheating failure, a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the break failure could not be determined. Factors that could have contributed to the broken pins failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force, misalignment, or twisting of the connector during connection/disconnection to a control unit). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that a motor drive unit was overheating. As this was noticed upon service and repair activities, there was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference number: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.